Event description:
Customer reported that the sensor frequently lost connection due to a loose usb port connection, which required securing with tape. There was no reported impact to the customer's blood glucose level. No further troubleshooting was pursued as the customer was in the process of renewal and declined additional support.